Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the gel fire wires in the cable and breaking the solder joint connecting the rear pulse wires on the dn. Additionally, the cable connecting ECG a, b and the front therapy electrode was pulled out of the strain relief, damaging the wires from the j703 connector and pulling the j703 connector from the dn pca. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt cable was damaged.